Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. 0001822565-2023-02458-1; 0001822565-2023-02460-1; 0001822565-2023-02461-1; 0001822565-2023-02462-1. It is expected that a wound heals in stages and should be of normal appearance related to the timeframe since the incision was made. A surgical wound should be well approximated without redness, warmth, swelling and/or purulent drainage for the duration of its healing. The expression ¿wound concerns¿ or "non-healing wound¿ would imply that the appearance of the wound deviates from what a surgical wound should appear. It may be red, have drainage, additional pain, warmth and swelling as well as healing time may be delayed. This deviation signifies an alteration in the wound healing process which can be complicated by patient comorbidities such as diabetes, obesity, smoking, and other conditions that are known to slow a person¿s ability to heal. Wound complications can be treated conservatively or more invasively with an irrigation and debridement (I&d) which promotes healing at the site and prevents further complications. A hematoma is a mass of clotted blood that forms in a tissue, organ, or body space. A hematoma can be associated with pain, swelling, ecchymosis, serosanguinous or bloody drainage after a recent surgical procedure or trauma and can predispose the patient to infection. The development of a postoperative hematoma can be correlated with the surgical procedure and perioperative anticoagulation therapy prescribed to prevent thrombus formation. Most hematomas resolve on their own, without surgical intervention, while some do not. Larger hematomas may need to be surgically evacuated in order to resolve. As timeframes of onset differ due to individual contributing factors, a specific timeframe of expected occurrence cannot be established. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2023-02458, 0001822565-2023-02460, 0001822565-2023-02461, 0001822565-2023-02462. D10: medical products: item#: sagl2024, 3 peg mono glen sz 4; lot#: 65239440, item#: sahs1112, humeral stem standard size 12; lot#: 65645583, item#: sahha001, hum head adapter identity; lot#: 65793534, item#: sahaf135, hum stem adapter 135 deg; lot#: 65605094. H3: customer has indicated that the product will not be returned to zimmer biomet for investigation, as the implant remains implanted in the patient. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial left anatomical total shoulder arthroplasty four (4) months ago. Subsequently, the patient developed serosanguinous wound drainage three (3) days later, which required a wound vac. Then the patient underwent a revision surgery five (5) days after the initial surgery and a I&d for evacuation of the hematoma was performed. There were no intra-operative complications reported and all implants remained implanted in the patient.